Manufacturer narrative:
Title: sutureless aortic bioprosthesis valve implantation and bicuspid valve anatomy: an unsolved dilemma? Citation: heart vessels (2016) (doi 10.1007/s00380-015-0790-x) authors: marco vola, jean baptiste guichard, salvatore campisi, jean françois fuzellier, antoine gerbay, fabien doguet, karl isaaz, kasra azarnoush, amedeo anselmi, vito giovani ruggieri earliest date of e-publish/publish was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the results of 3f enable valve implants into patients with a bicuspid valve anatomy. All data were collected from a single center between march 2011 and september 2014. The study population included 20 patients (predominantly female; mean age 74.7 &#6197;.4 years), all of which were implanted with medtronic 3f enable sutureless aortic valve (serial numbers not provided). Among all patients adverse events included: two permanent pacemaker implants due to complete heart block, 1 incident of central regurgitation, 2 incidents of mild paravalvular leak (pvl) that worsened to moderate and severe during follow up. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.